Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The audio and vibrate test patterns generated by the self-test performed properly, the insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests, and the audio options audio, vibrate, and volume features are working properly. No audio/vibrate anomaly/absence of alarms noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an absence of alarm. The customer¿s blood glucose level was 22.4 mmol/l at the time of the incident. The customer reported high blood glucose values and no alarms. The customer states woke up with blood glucose level of 13 mmol/l after eating an egg cake and inserting a bolus the blood glucose level was 22 mmol/l. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.